Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a unspecified procedure. Reportedly, an unknown device issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the thumb advancer and failure to split the sheath were confirmed based on the returned device condition. The reported vessel locator wing retraction problem could not be confirmed as the vessel locator wings were successfully retracted using the safety release mechanism during returned device analysis. The reported difficulty removing the device could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported failure to deploy the thumb advancer, failure to split the sheath and subsequent treatment appears to be related to procedure circumstance. The reported difficulty removing the device and vessel locator wing retraction problem appears to be related to user technique as the safety release mechanism was not used. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely. The safety release and access ports were used in an attempt to collapse the vessel locator wings; however, this was unsuccessful. Considerable pull was required to remove the device. No vessel damaged was noted. The clip did not deploy. No additional information was provided.